Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
This procedure was performed in (B)(6). A peripheral self-expanding stent system was attempted to be implanted to treat a lesion in the superficial femoral artery of a (B)(6) male. During the surgery, the device could not be deployed at the lesion. The stent was stretched from 200mm to 250mm. Another stent was implanted in order to complete the procedure. No injury was reported to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.